Event description:
It was reported that the guidewire was fractured and remained in the patient's body. A 100% stenosed target lesion was located in the highly calcified, long segment occluded anterior tibial artery. A 300cm v-14 control wire was selected for use. During the procedure, the physician was attempting to cross the target vessel using the v-14 guidewire with a rubican 14 support catheter. At a point where there was significant resistance to advancing the v-14 and rubicon, the physician retracted the wire back into the catheter, but the v-14 guidewire broke off 2cm from the distal tip and remained in the occluded vessel. Since the vessel was already occluded, there was no attempt to retrieve the broken piece. The physician continued the procedure by successfully treating the posterior tibial and peroneal arteries with atherectomy and angioplasty. No patient complications were reported.

Event description:
It was reported that the guidewire was fractured and remained in the patient's body. A 100% stenosed target lesion was located in the highly calcified, long segment occluded anterior tibial artery. A 300cm v-14 control wire was selected for use. During the procedure, the physician was attempting to cross the target vessel using the v-14 guidewire with a rubican 14 support catheter. At a point where there was significant resistance to advancing the v-14 and rubicon, the physician retracted the wire back into the catheter, but the v-14 guidewire broke off 2cm from the distal tip and remained in the occluded vessel. Since the vessel was already occluded, there was no attempt to retrieve the broken piece. The physician continued the procedure by successfully treating the posterior tibial and peroneal arteries with atherectomy and angioplasty. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The guidewire was returned, and it was bent/kinked at distal tip section and middle section. Microscope inspection was performed, and it was observed that the tip was detached. Dimensional inspection of the outer diameter (od) was performed and revealed that the distal end od, middle section od, and proximal section od were within specification. The detachment section was at 298.3 cm from distal end. No other issues were identified during the product analysis.